Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system ippc does not start. Philips service engineer examined the system on-site and determined that there was ippc error. Fse tried a database consistency test, but it was unable to resolve the problem due to disc bay is constantly dark .to resolve the reported issue fse replaced the ippc. After replacement of the ippc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system image processing pc (ippc) did not start automatically. The device was able to start when the ippc was started manually. The device was not in clinical use at the time of the event. No harm has been reported. A philips service engineer inspected the system onsite and confirmed that the ippc does not start automatically. The disk bay led indicators remains dark. The engineer replaced and configured the ippc, which returned the device back to functionality. The investigation is ongoing. A follow up report will be submitted when further information is received.